Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient experienced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for few hours. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.